Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 06/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings:during testing, the battery cap was found to be damaged and cracked and did not secure properly to the pump. A test cap secured properly. The battery compartment was also observed to be cracked. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that a cap could not be detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.